Manufacturer narrative:
Qn#: (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The cuff was inflated to 25mbar using a calibrated endotest. The cuff was able to be inflated and remained at 25mbar for at least 30 minutes. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuff indicating there were no leaks. Although there were no issues found with the representative sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation.

Event description:
Customer complaint alleges "cuff would not inflate properly. Connector did not stay seated properly (see MDR 8040412-2017-00161)." The alleged malfunction was reported as during pre-testing, prior to use on patient. There was no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "cuff would not inflate properly. Connector did not stay seated properly (see MDR 8040412-2017-00161)." The alleged malfunction was reported as during pre-testing, prior to use on patient. There was no report of patient harm or consequence.